Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was not provided so no review could be performed. The device was seen in brézins by our technical service team and an issue with soldering defect on the air sensor was detected. This defect was not seen during the visual control in production line. The detector worked by mechanical contact at the time of manufacturing but no malfunction was noted during manufacturing process. This part was manufactured according to a manual process which has since been automated following a CAPA initiation. The defect is therefore no longer possible. This complaint is valid. The trend is normal and reported risk is lower than estimated risk.

Event description:
Soldering defect (air sensor).